Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol. The event description provided states that the leading haptic sheared off during implantation.

Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner. The healthcare professional reports that the leading haptic sheared off during implantation and that the damage was observed upon implantation of the lens into the eye. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The iol was explanted and replaced with a back-up iol. The healthcare facility returned two r-inj-04 injectors to rayner for inspection as part of this report. The c-flex aspheric 970c iol was not made available to rayner. Inspection and testing of the devices was completed by rayner on 9th march 2015. Testing was carried out on each of the returned injectors and the tests performed showed that both injectors performed as intended. The devices were tested in the condition that they were received and we were able to successfully inject 1x superflex 620h +21.0d (this lens has the largest diameter of all rayner lenses and will therefore be the most difficult to inject) through each of the injectors with no damage to the lenses or the injectors post injection. No device fault was identified. Our review of production records for the c-flex aspheric 970c iol batch 015e66325 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (january 2015) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 015e66325. The cause of haptic breakage is not known. The device inspection performed concludes that haptic breakage is not related to the returned devices. It is possible that the event has occurred as a result of a loading error; however, without the ability to examine the lens this is not possible to confirm.